Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The pump was received with button error alarm due to corroded keypad traces. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 122 mg/dl. The customer stated that she took her battery out of the pump, and it read button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.